Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30116345l number, and no internal actions was found during the review. Manufacturer's reference (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with an thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Extended hospitalization was required as a result of the adverse event. Patient¿ outcome is improved. The physician¿s opinion regarding the cause of the adverse event is unknown. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. No ablation occurred prior to the adverse event. The catheter irrigation was set at 2 ml/min in low flow.

Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Investigation summary it was reported that a male patient underwent an ablation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Extended hospitalization was required as a result of the adverse event. Patient¿ outcome is improved. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).